Event description:
Patient reported right side ¿prosthesis was torn¿, ¿undulated¿ and ¿it was no longer the way it was when patient placed¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: a visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number or catalog number. A broken device was observed with no observed wrinkling. Device analysis performed through photographs and due to the impossibility to perform a microscopic analysis, it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling. Additional, changed, and/or corrected data: a4 b3 d4 d6a g2 h4 h6 the correct reason for reoperation was "prosthesis was torn."

Event description:
Patient reported right side ¿prosthesis was torn¿, ¿undulated¿ and ¿it was no longer the way it was when patient placed¿. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.